Event description:
One endeavor sprint rx drug-eluting stent was implanted to the proximal lad. Pt was reported to be asymptomatic / free of symptoms at 30 day f/u and at 6 month f/u. An acute non-stemi is reported to have occurred approximately 6 months following index procedure. It is reported that a repeat angiography was performed. Investigator reported that event was related to the study stent. Location of infarction was reported as anterior. Investigator assessed the event as unstable angina. Proximal edge and diffuse in-stent restenosis of the endeavor sprint drug-eluting stent was reported. Another MFR's stent was implanted.

Event description:
It was reported that sudden death occurred approximately 44 months post index procedure. Cause of death unknown. Investigator assessed that the event was not related to study stent.

Event description:
Patient was not on dapt at time of death. Event was not assessable for relationship with study device.

Manufacturer narrative:
.

Event description:
The previously reported revascularization using a non medtronic stent approximately 6 months post index procedure was in the lad . The event was not assessed for relatedness to the device. Approximately 39 months post index procedure the patient suffered a mi in a unknown vessel. Approximately 42 months post index procedure the patient suffered another mi in a unknown vessel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Eval code, results: myocardial infarction.

Manufacturer narrative:
Results, conclusions: death. (B)(4).